Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. As a follow-up to this field action, pentax medical is providing a semi-annual inspection of all ed-3490tks sold to us customers prior to (B)(6) 2018. The customer owned device was inspected onsite by pentax representative on (B)(6) 2018 for seal between distal body and distal cap. The device failed the inspection criteria. Return material authorization (B)(4) was created for return for further evaluation.